Event description:
Complainant alleged that medics responded to a call for pt in cardiac arrest. The pt had a history of cerebral palsy. Electrode pads were placed onto the pt and the device displayed a "poor pad contact" message. The medics switched to ECG monitoring electrodes and an asystole heart rhythm was displayed therefore further use of the defibrillator was not required. Complainant indicated that no further treatment was performed to the pt, did not recover from the asystole heart rhythm. Subsequent testing of the device at the customer facility was unable to duplicate the malufunction. Complainant indicated that the electrode pads were discarded subsequent to the event.